Event description:
Medtronic patient tracking called to report that the ICD and rv lead were explanted by a physician in another state other than what is on record. The reason was not provided. A request for medical records has been sent to the centralized processing center for the hospital. Should additional information be provided, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.